Event description:
It was reported that a pump constantly alarms for an upstream occlusion. The customer has stated that the device was tested and the pump alarmed for an upstream occlusion when no occlusion was present. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. A low ultrasonic reading will make the pump more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.